Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the event occurred in the cath lab. The anatomical insertion site is not available. The intra-aortic balloon (iab) became stuck in the super arrow-flex (saf) sheath. The md removed the iab and the saf sheath. The md "up sized to a 9 fr. Sheath and the second iab was inserted into the patient." Reference MDR #1219856-2010-00392 for the second event involving the same patient.